Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause for e216 scope communication error. Was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned colonovideoscope to the service center for a separate issue. During the device analysis, the service center identified that the device exhibited e216 scope communication error. There was no patient involvement.